Manufacturer narrative:
Additional information: despite requested, only limited additional information could be retrieved from the field, which says the patient was not satisfied with the speech understanding. No other information or the device for investigation has been received by the manufacturer. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. A root cause for the reported unsatisfactory perception cannot be determined.

Event description:
It was reported that the device was explanted as the patient was unsatisfied with speech understanding. The patient was re-implanted with a bonebridge implant.

Manufacturer narrative:
Not available. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was explanted as the patient was unsatisfied with speech understanding. The patient was re-implanted with a bonebridge implant.